Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and a clicking sound was produced. A field service engineer (fse) identified a medication jam after removing the back panel. The fse removed the jammed medication and returned it to the customer. The drawer was successfully cleared, and the customer was able to recovery the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.